Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) due to an extreme ache in the scrotum and a confirmed infection that started several days following the implant. Diagnostic imaging identified a hematoma around the pump. The aus cuff was explanted.